Event description:
The advocate stated her daughter tested her blood glucose using 2 contour link meters and received readings of 167 and 357 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting was performed during the call and no product was replaced at the time.